Manufacturer narrative:
The device did not return for investigation. No investigation could be performed. A review of the DHR was performed. All units from the work order passed final inspection.

Event description:
It was reported that after two days of treatment the patient's throat closed up and could not swallow food without water. Patient reported they stopped treatment but their doctor recommended that the patient should resume treatment. When the patient started treatment again they reported having the same issues with the throat within two days of treating. Pateint discontinued use of the device.